Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a physician in the emergency room (ER) regarding a patient who was receiving baclofen and clonidine intrathecally via implantable pump. The indication for use of the pump was intractable spasticity and a post-spinal cord injury. It was reported that, on 2015 (B)(6), something was done to the pump; however, the reporter did not know if it was a refill or something else. While driving home from the appointment, the patient needed to call for emergency medical services (ems). It was suspected that an overdose had occurred with a sudden onset. The ER physician had attempted to contact the managing physician for the pump, but was unsuccessful. In addition, the physician was attempting to stop the pump, but did not have a clinician programmer. The drug information, troubleshooting performed, cause of the event, actions/interventions taken, and patient outcome were not reported. Further follow-up has been requested to obtain additional information.